Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported two screws fractured upon insertion. One broke in the middle along the thread while inserting. The other broke off at the head when the surgeon was tightening it; the shaft of the screw was left buried in the bone and the head came off on the screw driver. There was no delay to the procedure. The procedure was completed with new screws.